Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (alarm 16) occurred with multiple cartridges. There was no reported impact to blood glucose. Customer was unable to clear the alarms and reverted to an alternate method of insulin therapy.